Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced upstream occlusions during therapy in the neonatal intensive care unit (normal saline with unknown medication, 4cc or 8cc per hour). It was also reported there was no patient injury.